Event description:
It was initially reported that during a follow up appointment on (B)(6) 2012, "low output current" was observed when normal and system mode diagnostics were performed. The impedance values, during the diagnostics were, however, normal. The patient recently had a generator replacement procedure on (B)(6) 2011. Prior to the replacement the patient was seizure free; however the patient has since started to experience a slight increase in seizures, below their pre-vns baseline frequency. Additionally, the patient has been experiencing breathing problems, which are not constant and occur at certain times. At the appointment, diagnostics were run at multiple programmed settings; however the "low output current" message still persisted and the impedance values remained approximately 3800 ohms. Previous programming history was reviewed and, at the patient's first appointment following implant on (B)(6) 2012, the patient also received the "low output current" message, however the impedance value was high at approximately 5300 ohms. It was later reported that the patient was not feeling magnet stimulation as strongly as before, and the magnet was not helping to abort seizures. Attempts for additional information as well as programming history are underway.

Event description:
Additional programming history was received for this patient. The history was reviewed and the low output current was observed from both (B)(6) 2012. Additionally, a 43% change in impedance was observed on (B)(6) 2011. The impedance value went from 5345 ohms to 7641 ohms. The neurologist has not seen the patient since the appointment on (B)(6) 2012 and x-rays have not been performed. Additionally no manipulation or trauma has occurred to the device. The patient was referred to the surgeon for consult, however this has not occurred to date.

Event description:
On (B)(6) 2012 information was received indicating that the patient underwent a generator replacement procedure on (B)(6) 2012. Attempts for the return of the explanted generator have been unsuccessful to date. Additional programming history from the date of implant was received and reviewed. No anomalies were observed on the date of implant. Diagnostics were performed and results were within normal limits.

Manufacturer narrative:
.

Event description:
The generator was returned on (B)(6) 2012 and analysis has since been completed. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. Magnet activations performed during output monitoring (at a distance of one-inch, spacer block, from generator), demonstrate the appropriate magnet output for the programmed settings. Results of numerous diagnostic tests, utilizing the patients programmed settings and load values, revealed no anomalies. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.